Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0206865073: product type lead. (B)(4).

Event description:
It was reported that during the stage two procedure it was almost impossible to insert the lead into the ins. It looked like the electrode had suffered a slight deformation from the setscrew during the test. There were high impedances of greater than 4,000ohms with: c<(>&<)>0, 0 <(>&<)>1, 0<(>&<)>2 and 0<(>&<)>3. There were also low impedances of less than 50ohms with 2<(>&<)>3. The device was reprogrammed. It was noted that there were no patient symptoms.